Event description:
Patient spontaneously reporting 4 cassettes for the cadd legacy pump (cassette lot number 3915965) would load and infuse for about 24 hours then the pump would alarm "no disposable, pump will not run". After troubleshooting the pump, patient just replaced the cassette and pump would run. Based on this it appears the pump is fine and the cassettes were malfunctioning. No lapse in therapy or side effects due to malfunction. Infusion is life-sustaining. Patient had more cassettes and successfully continued their infusion. Sending patient some additional cassettes and patient still had the cassettes on hand for investigation. Infusion is life sustaining and the outcome is resolved. No other information or dates reported. Reported to (B)(6) by pt/caregiver.